Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 205 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform prime test, no delivery test due to motor error alarm also, unable to verify no delivery alarm due to motor error alarm. No e70 alarm was found in the history file noted. The motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. The insulin pump had minor scratched display window and cracked reservoir tube lip.